Manufacturer narrative:
The reported field event of backup was not confirmed in the laboratory. The device was tested and no anomalies were found.

Event description:
It was reported that the pacemaker went into backup mode when a new firmware upgrade was attempted. It was noted that the device was still in the box.

Manufacturer narrative:
Correction: (B)(4) operating system version or upgrade problem, should have been reproted